Event description:
The patient contacted animas on (B)(6) 2013 reporting that a couple of months ago her pump completely shut off. The patient reported that she did not receive any low battery or replace battery warnings prior to pump shutting off and she noticed issue right away and that her reported issue had no effect on her blood glucose. The patient stated that she replaced the battery with a new battery and resumed pump therapy immediately. The patient reported the battery cap was secure and intact at time of reported event. The patient denied damage to battery compartment and denied any evidence of moisture or corrosion in pump. A review of alarm history shows that the pump emitted low battery warnings. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.